Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the nasopharyngeal airway does not easily glide into the nostril of patients requiring suction. The tip of this airway is also very sharp and beveled, so it tends to penetrate the nasal mucosa rather than glide past and down the nostril. No escalation of care was required, but there was significant bleeding at the time. The current status of the patient is stable.